Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer stated that she was unexpectedly at blood glucose of 440 mg/dl and went to give correction bolus. The customer used manual instead of bolus wizard and accidentally programmed to deliver 15 units. The customer pull out after 5 units but was not able to stop the bolus injection through the pump. The customer was monitor over the next few hours and number came down without going too low. The customer device appeared to be working ok. The customer reported the incident for documentation.